Manufacturer narrative:
(B)(4). A maquet field service technician was on site and investigated the unit. The technician replaced the "main side" stop and shunt valves which resolved the main side temperature issue. The technician calibrated the main side pressure transducer and checked all other valves. The software was updated to the most recent version for hcu30 type 1. The unit was successfully verified for functionality. A supplemental medwatch will be submitted if additional information becomes available.

Event description:
It was reported that the hcu30 was not reaching the temperature it was set to. The patient side was set to 37 degrees celsius but only read 20. (B)(4).